Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2218500 , model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced an increased pain and had high impedances on the right lead. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.